Event description:
Information received from the field notes that the patient was admitted to the hospital for syncopal episodes. The presenting ECG showed a pause of over 6 seconds. Another ECG showed intermittent atrial undersensing and loss of ventricular capture.